Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number is unknown, a review of the manufacturing records for echo-19 could not be completed. Instructions for use and/label: the notes section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be attributed to the device being used in a tortuous position and the application of excessive force during the first puncture, which could have caused damage to the outer sheath. Summary according to the customer, needle pierced the catheter towards the distal end. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be attributed to the device being used in a tortuous position and the application of excessive force during the first puncture, which could have caused damage to the outer sheath. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 jun 2025.

Event description:
The needle pierced the catheter toward the distal end. The procedure was completed by using another of the same device. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a 6. Was gaining access to the target site difficult? Unknown 7. Was the device used in a tortuous position? Yes 8. Was puncture of the target site difficult? N/a 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas 10. Please describe the size of the intended target site. N/a 11. Was the device damaged in packaging prior to removal? No 12. Was the device damaged on removal from packaging? No 13. Was force required to remove the device? No 14. Did the patient require any additional procedures as a result of this event? No 15. What intervention (if any) was required? N/a 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 17. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 18. What is the scope manufacturer and model number that was used? Olympus linear 19. Was resistance felt while inserting the device through the scope? Unknown 20. Was the scope recently serviced / repaired? Unknown 21. When was the issued with the product noted? On advancement of the sheath/needle 22. Was the syringe used during the procedure, after the stylet was removed? N/a 23. Was difficulty experienced while retracting the needle? N/a 24. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes 25. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 26. Was the stylet partially removed when advancing the needle into the target site? Unknown 27. How many samples were obtained (passes completed) with this needle? Zero 28. Did any section of the device detach inside the patient? No 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a 34. If not with the device in question, how was the procedure performed and/or finished? Another of the same device.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.